Event description:
It was reported that during a unk procedure, the two devices were leaking pneumo. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.